Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the patient had lactosorb rapidflap clamps implanted (B) (6) 2010, and the product worked loose after being implanted for about 2 months, and floated in the skull. The product was explanted on (B) (6) 2010.